Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's mother was advised to turn off the receiver for now and to just pair the g5 application first. Advised patient's mother to checked all other settings on the smart device, re-snapped the transmitter back onto sensor, and select "pair new" which was unsuccessful. No additional patient or event information is available.